Manufacturer narrative:
Section d4 catalog # was changed from 07k78-30 to 07k78-25 and UDI # was changed from 00380740014971 to (B)(4). Review of complaint trending reports for the architect total b-hcg assay did not identify any related trends. However, an increase in compaint activity for reagent lot 95519ui00 was identified related to false positive patient results. Using worldwide field data the historical performance of the complaint lot was reviewed. The patient median result for the lot was analyzed and found to be comparable to all other lots in the field and within the established limits which confirms no systemic issue for the lot. The reagent lot was further evaluated through performance testing. An in house retained kit of reagent lot 95519ui00 was used to test panels which mimic patient samples. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported a false positive architect total b-hcg result for one patient sample. The sample generated the folowing results 25.05, 10.04, <1.20 miu/ml. The customer further indicated that the urine hcg was negative. No reported impact to patient management.